Event description:
It was reported that the implantable neurostimulator had 0.0 volt upon initial interrogation with the clinician programmer when only elective replacement indicator (eri) had been triggered. The patient had a replacement on the day of this report because of normal eri. Prior to the replacement when the battery was interrogated, it was on and at 0.0 volts. The patient¿s brother thought maybe the patient had felt like had a return of symptoms. It was later reported that the patient¿s device displayed 0.0 volts when interrogated during implantable neurostimulator (ins) replacement. It was noted that the electrode configuration, pulse width and rate were still programmer in the device but the voltage was at 0. The voltage should have read 2.3 on left and 3.3 on right. Patient was alive with no injury. The patient had less than 50% therapy relief at the device pocket. Patient was implanted on (B)(6) 2009 and explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v291389, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v252498, implanted: (B)(6) 2009, product type: lead. (B)(4).